Event description:
It was reported that allegedly a stent graft failed to deploy. The physician was trying to deploy the stent graft inside of the left lower arm dialysis graft. He was using an 8f sheath and 0.035 guide wire. Allegedly, it was a very tortuous tracking anatomy with a 180 degree angle. The tracking path to the pseudoaneurysm in the graft was a distance of about 8-10 cm. The stent graft came out approx 1mm then jammed up. He applied add'l force, but the stent graft did not deploy. He used another stent graft of the same size and brand, which deployed without incident and there was no injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned, and the investigation is currently underway.